Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00206 on october 03, 2019. On 11/21/2019 additional information: the customer reported elevated initial ca 19-9 results for patient samples with the atellica im 1300. However, when the samples were retested, the results were lower. Repeat of a previously run patient gave consistent results with the 1/10, 1/100, and 1/200 dilutions, so the customer is confident that the instrument is sound mechanically. There was no service performed on the instrument and no logs reviewed. The issue appears to be a sample specific issue without a definitive root cause able to be determined. Based on the investigation, no product problem was identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2019-00207 supplemental report 1 was filed for the same event.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the discordant atellica im ca19-9 results. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "warning: do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." MDR 1219913-2019-00207 (sample (B)(6) repeat result) was filed for the same event.

Event description:
A discordant high atellica im ca 19-9 result was obtained for a patient sample (sample ID: (B)(6)). The patient sample was repeated and the result was high. A new sample (sample ID: (B)(6)) from the same patient was obtained and tested. The results were lower than the previous first sample results. The first sample (sample ID: (B)(6)) was thawed and retested. The results were lower. Another sample (sample# (B)(6)) was thawed and tested to rule out thawing or autodilution issue. The results were comparable. The initial result was reported to the physician and was not questioned. A corrected report was issued. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.